Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic sigmoid colectomy procedure. The circular stapler was being used for the end to end anastomosis of the colon. When the surgeon went to connect the anvil and the trocar, the trocar pushed back into the stapler. The anvil was bent. In order to resolve the issue and complete the case, had to resect additional tissue that had been initially pierced with the trocar. Then had to remove the anvil and try the anastomosis again. There was unanticipated tissue loss, of about one inch or two. The surgical time was extended by thirty minutes or more due to the product problem. There was no patient injury.